Event description:
It was reported that during an unspecified procedure, the forte guide wire prolapsed. The lesion was located in the distal circumflex (cx) coronary artery. An atlantis sr pro catheter was advanced too far distally in the lesion. When the physician attempted to retrieve the atlantis catheter, the forte guide prolapsed. An embolization of plaque occurred which was treated with a 3.0x12mm taxus drug eluting stent (des), a 2.5x20mm taxus drug eluting stent (des), and a 2.5x15mm mini vision. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as "okay".

Manufacturer narrative:
The wire has been returned, however, the investigation is currently n progress. A supplemental medwatch will be submitted upon completion of the investigation.